Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos). No intervention was reported. The patient was stable.